Manufacturer narrative:
The fsr replaced the power supply. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the power supply had a good signal of greater than 5 volts (v) and failed. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the power supply voltage reading was 1027 millivolts direct current (mvdc), specification is <350 mvdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: h6. The reported complaint was confirmed. The power supply was retested and upon retest, the voltage readings were within specification. It was retested three times and passed each time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.